Event description:
It was reported that cartridge alarm 20 occurred during cartridge loading, and caller experienced repeated cartridge alarms when trying to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Caller attempted to load new cartridge using proper technique but was unable to resolve alarm, so Technical Support assisted with troubleshooting, arranged replacement pump under warranty, advised caller to use injections as backup insulin therapy, and instructed caller on putting pump into storage mode and on programming pump settings and reconnecting CGM to replacement pump.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.